Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed prime/compromised force sensor system alarm test and displacement test. No anomalies noted during prime. Intermittent button response noted due to moisture damage on keypad traces.

Event description:
It was reported that the customer experienced a disconnect alarm frequently. The customer's blood glucose was unknown. Advised that the insulin pump would be replaced. Nothing further reported.